Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported episodes of non-sustained right ventricular oversensing were observed due to possible myopotential oversensing. It was recommended to have the patient tested by performing coughing and turning off the low frequency attenuation filter. No further information is available.